Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The logfile showed that the first treatment was aborted due to the pupil was lost and the user was not able to get good tracking of the pupil again. The user aborted the treatment after 3278 laser shots of 5819 were performed, which is around 56% of the planned treatment. The system history showed no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to and after the date of event/treatment. The treatment was interrupted by the device automatically based on the safety system. A protection against a fault functioned correctly, i.e. The device worked as intended. The safety system is intended to prevent serious deterioration in state of health or death. No technical root cause was identified as the product was found to be within specifications. The treatment interruption was caused by the patients condition. Surgeon aborted the treatment actively instead of restarting the interrupted treatment. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the patient was expected to come in for another post-operative visit but did not appear.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a custom refractive treatment on a patient's right eye the surgeon stopped the laser. This was due to the patient moving and being nervous. After the patient was calmed down, the surgeon tried to resume firing the laser and was unable to start the laser. Five seconds of the treatment was not able to be completed which left the patient with some myopia still. The patient will undergo another treatment in the near future.